Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an unknown reason. The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.